Event description:
During arthroscopic rotator-cuff-repair surgery, the breakaway head on the suture anchor broke prematurely and prior to suture lock out. The anchor and locking pin were removed and the sutures were unthreaded from the anchor. A second anchor was placed and the locking pin deployed halfway. The sutures were retained by the second anchor.